Event description:
It was reported that high impedance and thresholds were observed in the atrium and ventricular channels. The system was replaced.

Manufacturer narrative:
No medwatch form was received.